Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that a critical alarm shuts off on its own within a minute. There was no reported adverse event to the patient or user.

Event description:
Philips received a complaint on the patient information center ix indicating that critical alarms are shutting off on its own within a minute. The device was in use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
Results of functional testing indicated that there was no malfunction of the philips device as the audit logs showed silencing of the pic ix by a technician. Additionally, the ras confirmed that they could see the asystole alert in the sector, but they were not able to see if the customer interacted as the audit showed that there was an acknowledgment of the alert in the audit trail, which was the need for a field service engineer (fse) to go onsite for live witnessing of the alleged events and as well as further evaluation of their system. Based on the information available and the testing conducted, the cause of the reported problem was due to silencing of the alarms. The product service engineer (pse) confirmed in his summary that they do see silencing by one of the techs which would silence the other surveillance. Overall, one of the technicians is silencing the alarm without letting the other tech know of it. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.